Event description:
An automated peritoneal dialysis (pd) patient experienced a disconnection (on the first day of treatment) between the transfer set and a non-baxter plastic adapter which resulted in peritonitis. The cause of the disconnection was not reported. It was reported the patient was hospitalized for the peritonitis. The patient was treated with unspecified antibiotics for the event. The patient was recovered from the peritonitis event. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.